Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) severe hypoglycemia approximately 30mg/dl, loss of consciousness [hypoglycaemic unconsciousness] pen is sticking [device mechanical issue] administration may not be done correctly [device delivery system issue] ups and downs in his blood sugar levels [blood glucose fluctuation]. Case description: study ID: (B)(4)-novocare for diabetes. Study description: trial title: the main objective of this patient support programme is to provide education, information and training for patients with diabetes mellitus (type 1, type 2 and diabetes in pregnancy), who have already been prescribed by their treating health care professional (hcp) with novo nordisk (nn) products of insulin, liraglutide 0.6-1.8mg for type 2 diabetes and glucagen. Patients shall be provided with full education, including the technical use and handling of nn devices (pens and needles) with an objective to be supported during their first steps in their treatment and to have an improved diabetes control and quality of life. Patients with type 2 diabetes mellitus, who have already been prescribed by their treating hcp with once weekly glp-1 inhibitor semaglutide (ozempic), with a purpose to enhance the education of the patients on their disease, through pen training, to improve diabetes control and patient's quality of life, through nutritional advice and to support treatment adherence and compliance on with their prescribed therapy. Finally, under the scope of the program the provider must undertake the provision pharmaceutical compliance and any pharmacovigilance service. Patient's height, weight and body mass index was not reported. This serious solicited report from greece was reported by a consumer as "severe hypoglycemia approximately 30mg/dl,loss of consciousness(hypoglycemic unconsciousness)" with an unspecified onset date , "pen is sticking(device mechanical jam)" with an unspecified onset date , "administration may not be done correctly(device delivery system issue)" with an unspecified onset date , "ups and downs in his blood sugar levels(blood sugar level fluctuation)" with an unspecified onset date and concerned a 28 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes", dosage regimens: novopen 4: current condition: diabetes type I. Concomitant medications included - lantus (insulin glargine). Treatment medications included - glucagon. Since an unknown date in 2021 patient had been using novopen 4 since an unknown date for the past week or 10 days the patient reported that pen was sticking and that the administration might not be done correctly. On an unknown date a few days ago the patient experienced severe hypoglycemia. The blood sugar (blood glucose) levels reached approximately 30mg/dl, she also reported that, along with the hypoglycemic episode, the patient experienced loss of con-sciousness and was unable to speak. The patient did not require hospitalization. Regarding the association of the incident, the mother informed us that the patient reported that it may be relat-ed to the defective pen. The patient consumed juice where the blood sugar levels reached 40mg/dl. Then he consumed a second juice where it reached 60mg/dl, he was even given glucagon. After the administration of glucagon, the blood sugar levels rose to 100mg/dl. The mother reported that in general he had ups and downs in his blood sugar levels (value and units not reported). Batch numbers: novopen 4: has been requested the outcome for the event "severe hypoglycemia approximately 30mg/dl, loss of consciousness (hypoglycemic unconsciousness)" was recovered. The outcome for the event "pen is sticking (device mechanical jam)" was not reported. The outcome for the event "administration may not be done correctly (device delivery system issue)" was not reported. The outcome for the event "ups and downs in his blood sugar levels (blood sugar level fluctuation)" was unknown. Reporter's causality (novopen 4) - severe hypoglycemia approximately 30mg/dl, loss of consciousness (hypoglycemic unconsciousness): possible pen is sticking (device mechanical jam): unknown administration may not be done correctly (device delivery system issue): unknown ups and downs in his blood sugar levels (blood sugar level fluctuation): possible company's causality (novopen 4) - severe hypoglycemia approximately 30mg/dl, loss of consciousness (hypoglycemic unconsciousness): possible pen is sticking (device mechanical jam): possible administration may not be done correctly (device delivery system issue): possible ups and downs in his blood sugar levels (blood sugar level fluctuation): possible preliminary manufacturer comment: (B)(6) 2025: the suspected device has not been returned to novonordisk for investigation. No conclusion is reached.

Event description:
Case description: historical drug: novopen (non codable). According to the patient's mother, the patient has not received any corrective treatment or action for the ups and downs in the patient's blood sugars. Moreover, the patient's mother informed us that she is trying to convince the patient a doctor and make changes to their diabetes treatment and regulate their blood sugar levels the patient was not aware of dropping the pen and observation of leakage of insulin it was not reported whether insulin suspension (cloudy insulin) resuspended (or was rolled it between hands) before use. The reporter was unsure about the changes in diet and exercise as she no longer resided with the patient and did not have access to such information. The patient reported that patient preferred cartridges and once tried to use a prefilled pen but it did not suit. The reporter did not mention the name of the prefilled pen. The patient was not need to split the dose e.g. Change to another cartridge to get the intended dose, just before the events happened. The reporter suspected that the patient might have skipped meals before the event however she was not sure and did not know any further details. The reporter was certain that the patient did not exercise that day in order to for the units administered to be adjusted. Batch numbers: novopen 4: has been requested. Novorapid: has been requested. Action taken to novopen 4 was reported as not reported. Action taken to novorapid was reported as no change. Event abated after use stopped or dose reduced for novorapid doesn't apply. Event reappeared after reintroduction of novorapid doesn't apply. Investigation result: name: novopen 4; batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Novorapid batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: trained user updated as yes in device tab for novopen 4. Suspect novorapid added. Dose description updated for lantus. Treatment received updated as no for event blood sugar level fluctuation. Onset and stop date updated for event hypoglycemic unconsciousness. Malfunction changed to "no". Non-reportable field marked as no. Final report box was ticked. Expected date of follow up report was removed. Narrative updated with relevant information. Final manufacturer comment: 07-jul-2025: the suspected device novopen 4 has not been returned to novo nordisk for investigation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of type 1 diabetes mellitus is a risk factor for the development of hypoglycaemia and its complications. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid. H3 continued: evaluation summary. Name: novopen 4; batch number: unknown. No investigation was possible, because neither sample nor batch number was available.